Event description:
It was reported that, "loose accolade stem was removed and replaced with a restoration ps 203mm stem."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.